Event description:
Senseonics was made aware of an incident where patient experienced hypoglycemia event. User complained that the transmitter did not vibrate nor could she make out any alarms via alarm history. She did not hear it on phone either. User was sweating and had headache at the time of incident. User self managed and resolved the incident and did not require any medical attention.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the case notes and data management system (dms), it was observed that the system did assert the low glucose alerts between 3:43 pm cet and 8:38 am cet on 28th of february. Hence, it was concluded that there was no malfunction with the transmitter. No further investigation was found necessary for this complaint.